Manufacturer narrative:
The device evaluation was completed on (B)(6)-2021. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and an issue with foreign material-on usable length of the catheter occurred. It was reported that the physician had difficulty maneuvering the pentaray catheter when trying to go transseptal. The pentaray was removed from the body, and it was noticed that there appeared to be some foreign, silicon type of material, tangled up on one of the splines of the pentaray catheter, and the spline itself was "mangled. It could not be confirmed if the material may have been from the sheath, or from the spline itself. The pentaray catheter was replaced, and the issue was resolved, and the procedure continued. No adverse patient consequences were reported. The physician felt some resistance while retracting the catheter from the sheath. The insertion tool was not used during the procedure. The damage did not result in wires being exposed or sharp rings. The issue was with one spline. The catheter was not pre-shaped. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation. Bwi conducted a visual inspection and an outer diameter (od) evaluation of the returned device. Visual analysis of the returned product revealed that one of the splines of the pentaray catheter was bent. No exposed wires/parts, sharp edges, nor foreign materials were observed. The od test was performed, according to bwi procedures. The dimensions of the catheter were found within specifications. All units are inspected prior leaving the facility to avoid these types of damages. The spline bent could be related to excessive force or manipulation, however, this cannot be conclusively determined. Since no foreign material was observed during the analysis, the condition could not be evaluated. A manufacturing record evaluation was performed for the finished device 30600585l number, and no internal actions related to the reported complaint condition were identified. The instruction for use (IFU) states the following recommendation: "prior to removal of the catheter, confirm that the thumb knob has been pulled back completely to straighten the tip. Remove the catheter from the guiding sheath and dispose of it in an appropriate manner." Explanation of codes: investigation findings: mechanical problem identified (c07)/ investigation conclusions: cause not established (d15)/ component code: tip (g04129) were selected as related to the spline bent. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and an issue with foreign material-on usable length of the catheter occurred. It was reported that the physician had difficulty maneuvering the pentaray catheter when trying to go transseptal. The pentaray was removed from the body, and it was noticed that there appeared to be some foreign, silicon type of material, tangled up on one of the splines of the pentaray catheter, and the spline itself was "mangled. It could not be confirmed if the material may have been from the sheath, or from the spline itself. The pentaray catheter was replaced, and the issue was resolved, and the procedure continued. No adverse patient consequences were reported. The physician felt some resistance while retracting the catheter from the sheath. The insertion tool was not used during the procedure. The damage did not result in wires being exposed or sharp rings. The issue was with one spline. The catheter was not pre-shaped.